Manufacturer narrative:
The sample is reported to be available, but has not yet been received by the manufacturer. The device history record for lot [30061591 was reviewed and the product was produced according to product specifications. All information reasonably known as of 20 may 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). Device not returned.

Event description:
It was reported that the nasogastric (ng) tube was found to be fractured mid-esophagus. They examined the tube and found striations from the tube ballooning above a blockage. The tube was removed and the broken fragment removed from the patient's stomach during a gastric endoscopy. Per additional information received 10 may 2021, the patient is in critical care for an underlying condition.

Manufacturer narrative:
Correction: based on the sample return, the model number, lot number, and UDI have been corrected in d4. The product involved in the report has been returned and is being processed for evaluation. All information reasonably known as of 23 sep 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
Correction: the 510(k) number in g4 was updated, based on the change of product code reported in the previous follow up. One used sample was returned for evaluation. The sample was inspected and no tearing or splitting of the tube could be found. A section at the 65cm marking did show expansion to a balloon shape that gave the region a thin appearance. No rupture was noted. The split/tears reported by the user could not be confirmed. The root cause of the ballooning could be a user related problem since as per the instructions for use, vigorous syringe force should not be used to irrigate, administer liquids, or unblock the tube. All information reasonably known as of 06 oct 2021 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.